Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Concomitant product: d224drg ICD implanted: (B)(6) 2009.

Event description:
It was reported that the patient presented with elevated pacing threshold on the patient's right ventricular (rv) lead over the previous three days. Troubleshooting suggestions were made and the rv lead remains in use. No patient complications have been reported as a result of this event.